Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.4. Date: (B)(6) 2011, inratio: 4.0, lab: 3.36 (30 mins later). Pt self tester stopped enoxaparin injections several weeks ago, and started to use the inratio2 meter again on (B)(6) 2011. Pt had a medication change on (B)(6) 2011.